Event description:
A report was received that the patient had increased pain and numbness in the legs. The physician did not know why the patient had numbness when the scs was placed. A computerized tomography (CT) scan was taken and revealed no anomalies. The leads were also appropriately placed. The numbness had gotten better but the pain had persisted. No device malfunction was suspected. The patient will undergo a replacement of the leads and the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had increased pain and numbness in the legs. The physician did not know why the patient had numbness when the scs was placed. A computerized tomography (CT) scan was taken and revealed no anomalies. The leads were also appropriately placed. The numbness had gotten better but the pain had persisted. No device malfunction was suspected. The patient will undergo a replacement of the leads and the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the leads and the ipg were replaced. The physician chose to implant a new system to minimize the risk of infection. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.